Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery, and a mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). The 2.25x23mm xience nano stent delivery system (sds) failed to cross the lesion in the cx reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's body, the sds was removed without reported issue. Reportedly, there was no interaction of devices. The 2.25x28mm xience nano sds failed to cross the lesion in the rca reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's body, the sds was removed without reported issue. Reportedly, there was no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x28mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.25x23mm xience nano referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid circumflex (cx) artery, and a mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). The 2.25x23mm xience pro stent delivery system (sds) failed to cross the lesion in the cx reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's body, the sds was removed without reported issue. Reportedly, there was no interaction of devices. The 2.25x28mm xience pro sds failed to cross the lesion in the rca reportedly due to interactions with the patient's anatomy and the sds proximal shaft separated. As the separated portion was outside the patient's body, the sds was removed without reported issue. Reportedly, there was no interaction of devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x28mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.